Manufacturer narrative:
The reported field event of charge time anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented after having an episode with appropriate atp, an alert for charge time limit reached was observed. The device was explanted and replaced.